Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) em2400 valve sets had air intake problems. The issue was discovered when the valve block was connected to the baxa compounder. The suction of air was detected after installation on the machine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: the events occurred on an unspecified date, reported as "since last week.". (B)(6). G1: manufacturing facility - the devices were manufactured at one of the two following manufacturing sites: availmed c. Industrial lt. 001 mz. 105 no 20905 int a, col cd ind. Tijuana, baja california 22444, mexico or baxter healthcare ¿ englewood 14445 grasslands dr englewood, co. 80112 united states. Should additional relevant information become available, a supplemental report will be submitted.